Event description:
A male reportedly, underwent an uncomplicated peripheral intervention procedure in 2008. The procedure reportedly went well and without complication and the physician proceeded to use a mynx closure device. The mynx device was reportedly used without complication and hemostasis was successfully acheived. Pre-procedure, the patient's abi was 0.9, however post procedure, the patient began to develope claudication symptoms and the patient's abi was decreased to 0.5. Symptoms persisted, and the patient underwent angiography approximately 1 week later, which documented an intraluminal filling defect in the common femoral artery. This was treated with a silverhawk device with good results and restored flow. The patient tolerated the procedure well and without complication, is now asymptomatic. No further information was provided.

Manufacturer narrative:
The device was not returned for evaluation, and the lot number was not provided to perform lot history review. Based on the information provided and the investigation performed, there is no evidence to suggest that the mynx device did not meet specifications or perform as intended per IFU. The root cause of the reported filling defect could not be determined. The excised material was not sent to pathology, therefore the identification of the material is undetermined.